Manufacturer narrative:
Bent universal cap post. Eval summary: the analysis results found that the h12lp was received with a post on the universal reducer cap bent. Therefore, not attaching as intended to the sleeve housing. All other components were present and in good condition. As each device is 100% visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during th emanufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the white part does not stay on the trocar. They got a new one to complete the procedure. There was no patient consequence. Device will be returned.